Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had patient not shown on device after upgrade. A technical support specialist (tss) dialed into the station and reviewed the services, where it was found that the maintenance service was disabled and not running. The service was enabled and started, and the station was rebooted. The upload status was then verified to be up to date, confirming that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patients were not showing on the device after the upgrade was initiated on the cabinet, but it was subsequently kicked off the network. Now the patient list was not displaying on the cabinet, preventing nursing from obtaining medications. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.